Manufacturer narrative:
At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported that the patient developed bruising around left eye post surgical procedure. The supernova mask was placed and operated without incident. The mask was discontinued after 30 minutes of use due to an unrelated surgical complication requiring general anesthesia. The cardiovascular surgeon explained that the patient developed bruising around the left eye due to utilization of the supernova mask. Additional request for clarification revealed that the mask was applied according to manufacturer's guidelines. The larger blue mask was sized appropriately according to the characteristics of the patient's nose. Afterwards, the patient stated that he bruises easily with activity. No medical intervention was required.